Event description:
Complainant alleged that the device began to self-charge when the energy selection was increased. Complainant did not indicate that there was any pt involvement in the reported malfunction.